Manufacturer narrative:
The investigation for automated impella controller (aic) - error (yellow alarm) has been completed. The data logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. The controller error is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received. The root cause of the aic issue was a software issue. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12943: d6a should have been left blank. E4 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and the automated impella controller (aic) had a controller error (yellow alarm) with absent placement signal. This issue occurred during use.